Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. The IFU provide adequate instruction regarding the delivery wire removal. Per pipeline flex embolization device instruction for use: after the entire pipeline flex embolization device is deployed, advance the micro catheter through the device making sure not to dislodge the braid. When the micro catheter tip is distal to the pipeline flex embolization device, retract the delivery wire into the micro catheter tip.

Event description:
Medtronic (covidien) received report that one pipeline flex moved after deployment. The patient was treated for a left unruptured amorphous aneurysm that was coiled and recanalized. The patient's anatomy was severely tortuous. The deployment and positioning of the pipeline flex was excellent. During maneuvers to recapture the pushwire, the physician accidentally pushed the proximal end of the pipeline flex with the microcatheter. The proximal end of pipeline flex still covered at least 3 mm past the proximal edge of the aneurysm. The angiogram post procedure looks good. No patient injury was reported as a result of this procedure.